Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller was an MRI technician. They reported the ins was not working. Per the patient and their husband, the last time it was checked they did not have the remote and the nurse/facility told them one of the circuits was burned out. The patient indicated they did not feel stimulation. It was unknown if the ins was on or off at the time of the report. The caller was advised that the reason for the ins not working did not sound like battery depletion and they would need to verify the ins was off prior to proceeding with MRI.